Manufacturer narrative:
The investigation determined that lower and higher than expected vitros intact pth (ipth) results were obtained from non-vitros biorad specialty immunoassay control fluids and a patient sample when using vitros ipth reagents on two different vitros 5600 integrated systems. A definitive assignable cause could not be determined. However, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as acceptable results were obtained from the same qc fluid using an alternate lot of vitros ipth. An instrument related performance issue did not likely contribute to the event as the customer gave no indication of any instrument malfunction and acceptable results were obtained using alternate vitros ipth reagent lots and vitros qc fluids without performing any actions to the vitros 5600 integrated systems. Additionally, sample handling and storage cannot be ruled out as a contributor to the lower than expected patient sample result obtained for patient 5. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Email address for contact office in MFR site above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected vitros intact pth (ipth) results were obtained from non-vitros biorad specialty immunoassay control fluids and a patient sample when using vitros ipth reagents on two different vitros 5600 integrated systems. Vitros ipth reagent lot: 1605. Biorad lot 64920 level 1 results of 38.32 and 39.76 pg/ml vs. The expected result of 26.71 pg/ml. Vitros ipth reagent lot: 1630. Biorad lot: 64920 level 1 result of 18.28, 18.54 and 17.89 pg/ml vs. The expected result of 26.71 pg/ml. Biorad lot: 64920 level 2 result of 144.91 and 147.96 pg/ml vs. The expected result of 215.33 pg/ml. Vitros ipth reagent lot: 1645. Biorad lot: 64920 level 1 result of 16.98 pg/ml vs. The expected result of 26.71 pg/ml. Biorad lot: 64920 level 2 results of 144.32 pg/ml vs. The expected result of 215.33 pg/ml. Patient sample 5 result of 384.8 pg/ml vs. The expected result of 568.7 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower and higher than expected vitros ipth results obtained were not reported outside of the laboratory and there was no reported allegation of patient harm as a result of this event. This report is number one of six MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).